Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that 62 days after a coronary artery drug eluting stenting procedure, the patient required target vessel reinterventions (tvr). The index procedure treated a denovo target lesion located at saphenous vein graft of 1st obtuse marginal (svg of 1st om). Target lesion characteristics were not provided. The physician treated the lesion with successful placement of a taxus express2 3.00x28mm drug eluting stent. There were no reported complications. The patient was discharged the next day on aspirin and plavix. On 62 days after the initial procedure, the patient presented with chest pain and as well as hypertension. The vein graft to the ramus intermedius vessel had a proximal 70% eccentric segmental stenosis. The patient underwent cardiac catheterization including stenting of the vein graft to the ramus artery and stenting of the left renal artery. On 169 days after the intial procedure, the patient was admitted to the hospital for chest discomfort and shortness of breath. Cardiac catheterization showed patent stents previously placed in the graft to the ramus. In the mid-segment 68% eccentric segmental stenosis was noted with eccentric plaque formation. In the proximal lesion there was 30% eccentric nonobstructive stenosis. Two guidant ultra stents were deployed in a tandem fashion with excellent result, reducing the mid-segment stenosis to 0%. On 340 days after the initial procedure, the patient had abrupt chest pain. Graft angiography confirmed the svg to the ramus branch was 100% occluded. The patient underwent successful primary stenting of the svg of om and angioplasty to the proximal intermediate ramus branch. The patient was on aspirin and plavix at the time of all events.